Event description:
My daughter uses the minimed 530g with enlite sensor. We started using this model approx one year ago because our physician recommended the continuous glucose monitor feature. This feature is unreliable, constantly loses communication with the pump and most critical is extremely difficult to attach to her skin. The trocar design vs the strength of the applicator is the issue. The applicator does not apply enough force to the sensor insertion to reliably attach the unit to the dermis. I have had to move attaching the sensor to her upper arm where her skin is softer. Another issue is the reliability of the sensor staying attached to the dermis. The design of how the transmitter attaches to the sensor is too short and becomes detached easily. I have had to resort to add'l bandages to keep the sensor attached. Overall the design of the sensor/transmitter is deficient. It is not easy to use, does not reliably attach. The sensor readily becomes detached. I have talked to my daughter's physician regarding this issue. It is my opinion the sensor portion of the minimed insulin pump has not been designed correctly and should be recalled.